Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012930, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012930". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012930 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 28-apr-2025, with a total of (B)(4) units. Non-conformance (nc) temperature parameter zone 1 (lower preheating 1) out of specification in multivac 12, no relation with malfunction. The sub-assembly lot 5d01277 was manufactured according to the wi version 29 on 26-apr-2025, with a total of (B)(4) units. The sub-assembly lot 5d04740 was manufactured according to the wi version 29 on 26-apr-2025, with a total of (B)(4) units. The sub-assembly lot 5d05086 was manufactured according to the wi version 29 on 28-apr-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5d01260 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08, on 24-apr-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5d01261 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08, on 26-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no nc raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia event.the blood glucose level was 540 mg/dl at the time of event and the patient got treated with intravenous insulin drip and manual injection.the patient faced bent cannula event due which the blood glucose was high.the patient was tested positive for ketones and the value was 2 mmol/l. Patient experienced the symptoms of feeling unwell and sick at the time of the event. The patient was hospitalized for greater than 24 hours. No further information available.